Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿[warnings] method for use: when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.] Do not pull the catheter hard. [The catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.] Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.] This product should never be connected to temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Applicable patients: use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.] [Contraindications] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] do not wipe catheter surface with organic solvents such as alcohol.[the coating on the device may come off.] Applicable patients: do not use in patient who are or have been allergic to natural rubber. [Shape, configuration and principles] bardex® i.c. Temperature-sensing foley catheter is a balloon catheter with temperaturesensing. Material: balloon catheter: natural rubber latex; silver coating. This product is made with bacti-guard® silver alloy coating. Shape: product numbers, sizes etc. Relevant to this package insert are shown in package labeling. Balloon catheter with temperature-sensing. [Intended use & effect- efficacy] this device is an indwelling catheter in the bladder for urinary drainage and measurement of core body temperature. The surface of catheter is coated first with a trace amount of metallic silver, and then with polyurethane onto that, to inhibit proliferation of bacteria that may adhere to the catheter. [Directions for use] method of use the device is intended for single use only and is not reusable. Precautions for use: cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. Lubricate catheter shaft with water-soluble lubricant. Carefully insert catheter into the urethral meatus, and advance it until the balloon enters the bladder. Using a needleless syringe, and gently infuse the specified volume of sterile water into the valve to inflate the balloon. Never inflate the balloon without first establishing urine flow which assures that the catheter is in the bladder and there are no obstructions to urine flow. Pull catheter slightly to seat the balloon at the level of the bladder neck and secure placement. Connect lead wire to monitor with extension cable. To deflate balloon and remove catheter, gently insert a luer tip (needleless) syringe in the inflation valve. Even without aspiration, sterile water in the balloon will come out spontaneously through balloon deflation. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. [Precautions] precautions for use (exercise caution when using the device in the following patients): exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. Important precautions: read all instructions for use prior to use and follow them. This product is a medical device for qualified physicians, and should not be used for any other purpose. This product is a disposable, supplied sterile. If package is opened or expiration date has passed, do not use. Do not resterilize. For instructions regarding other medical equipment and/or medication used in conjunction, refer to the appropriate manufacturer ifus. Exercise caution when using the device in patients with known allergy to silver coated catheter. Do not stretch catheter as dislodgement of lead wire as temperature probe may cause improper temperature measurement. When abnormal resistance is encountered in inserting catheter, do not use excessive force, and remove the catheter to find out the cause of difficulty in insertion. When inflating balloon with sterile water, use sterile water of the prescribed capacity labeled on the valve. If the valve is labeled as10ml/cc, use 10ml of sterile water. Do not aspirate urine through drainage funnel wall. Since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. When endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. Do not wet the lead wire and the junction with extension cable. This device is compatible only with monitors requiring ysi 400-series type temperature probes. Always use the extension cable sold separately for connecting the lead wire of this device to the monitors. To inflate or deflate the balloon, use a luer tip (needleless) syringe. In deflate the balloon, do not aspirate or manually accelerate the deflation of the balloon. If difficult to come out the water spontaneously, refer to ¿troubleshooting¿ as follows. Troubleshooting: when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures under urologist¿s guidance. The following two methods are available for removal-difficult cases. Non-rupture method (sterile water is withdrawn without bursting the balloon.) With balloon-rupture method, fragments of the ruptured balloon are more likely to be separated from catheter to remain in the bladder. Therefore, try non-rupture method first. Non-rupture method: if sterile water in the inflation lumen does not easily drain, do not aspirate with the syringe. Instead, leave it attached to the valve and allow time to wait for spontaneous drainage. Never pull on the syringe. If situation wouldn't be improved, inject an additional amount of sterile water into the inflation lumen. If situation wouldn't be improved with, sever the inflation funnel of valve. If situation wouldn't be improved with, sever the extracorporeal part of catheter while fixing it with a kocher, etc. So as not to push the cut end into the urethra. Insert an indwelling needle of appropriate caliber into the inflation lumen, and retry gentle pumping, if necessary. If situation wouldn't be improved with, insert a fine steel wire through the inflation lumen of catheter. Balloon-rupture method: the balloon is allowed to burst by injection of a large amount of water or by injection of mineral oil, which is a mild solvent for rubber (10-15 ml/cc). 100-200 ml/cc of lukewarm water or physiological saline is infused into the bladder in advance, and after rupture of the balloon, the inside of the bladder is irrigated thoroughly for prevention of chemical-induced inflammation. If situation wouldn't be improved with, attempt following procedures. Under the radioscopic observation, infuse a contrast medium into the bladder, and burst the balloon by suprapubic puncture of the bladder. In male patients, while confirming the location of the balloon under ultrasonographic guidance, burst the balloon by puncture with a long needle from the perineal (or suprapubic) region or through the rectum. In female patients, since the urethra is straight and short, burst the balloon by insertion of a long needle along the urethra. After removal with the balloon rupture method, the balloon should be carefully inspected for any fragments detached from the catheter. If any possibility of a retained balloon fragment exists, consider removing them using a cystoscope. MRI safety: for patients with the device placed, safety under the following conditions is confirmed: static magnetic field of 3-tesla or less with regard to magnetic field interactions. Maximum mr system reported whole-body-averaged specific absorption rate (sar) of 3.5-w/kg at 1.5- or 3-w/kg at 3-tesla for 15 minutes of scanning. The position of the wire of the foley catheter with temperature sensor has an important effect on the amount of heating that may develop during an MRI procedure. Accordingly, the foley catheter with temperature sensor must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) to prevent possible excessive heating associated with an MRI procedure. Importantly, the MRI procedure should be performed using an mr system operating at a static magnetic field strength of 1.5-tesla or 3-tesla, only. The safe use of an mr system operating at lower or higher field strength for a patient with a foley catheter with temperature sensor has not been determined. If the foley catheter with temperature sensor has a removable catheter connector cable, it should be disconnected prior to the MRI procedure. Remove all electrically conductive material from the bore of the mr system that is not required for the procedure (i.e., unused surface coils, cables, etc.). Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing thermal and/or electrical insulation (including air) between the conductive material and the patient. 3malfunction and adverse events: malfunction: catheter kinking, damage, rupture, difficulty or failure to remove the device, occlusion of catheter inner lumens, encrustation, accidental removal of the device due to leakage of sterile water or balloon rupture, device damage due to inappropriate use, failure to measure temperatures, improper temperature indication. Adverse events: urinary-tract infection, hemorrhage, hematuria, allergy reaction to the device, calculus formation, edema, pain, discomfort, injury of bladder or urethral, urethritis, urinary incontinence, retained balloon fragments. Precautions for infection or contamination: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Use this device immediately after opening the package. After use, handle and dispose of in accordance with accepted medical practice and applicable regulations. [Storage method and expiration date] storage: store in a dry, cool place avoiding direct sunlight. Expiration date: indicated on the direct package and the outer box. [Packaging]: 10 pieces". (B)(4). The device was not returned.

Event description:
It was reported that there was not any urine outflow observed after catheter insertion. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was not any urine outflow observed after catheter insertion. The catheter was replaced.